Event description:
Boston scientific received information that the patient with this right ventricular lead presented in the ER for an unspecified reason. Upon review, the rv lead displayed noise as well as pacing impedance measurements of 160 ohms. No pacing inhibition was observed, as the patients own intrinsic rhythm was appropriate. A revision procedure was performed. The lead was explanted. Upon visual inspection, the physician observed erosion on the lead insulation. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 27.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection revealed insulation damages in the distal part of the lead, which was most likely caused by an interaction between the lead and the tricuspid valve. These damages can be considered as the root cause of the observed issues as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.